Event description:
Approximately 5 months post implant procedure, the patient appears to have a type 3 endoleak. There appears to be a rip in the fabric: the patient presented to the emergency room with abdominal pain and was described as ¿hypertensive in ER¿ they did an angiogram on (B)(6) 2025 where the endoleak was discovered. In an additional procedure, they relined the limbs and put an esbe-30-39 graft in to reline two aortic components. However, the leak persisted. They are currently transferring the patient to a tertiary care center for further treatment. They believe the graft has a tear at the bifurcation.